Manufacturer narrative:
(B)(6).

Event description:
(B)(6) trial. It was reported that a dissection of severity grade c occurred during the treatment of the target lesion. On (B)(6) 2021, the subject underwent treatment with the ranger drug coated balloon (dcb) as part of the elegance clinical trial. The target lesion was in the entire length of the left superficial femoral artery with a 5mm proximal reference vessel diameter and a 5mm distal reference diameter with a lesion length of 300mm. The lesion was 100% stenosed and classified as tasc ii c lesion. Prior to target lesion treatment, pre-dilation was performed with a 4 mm x 200 mm abbot percutaneous transluminal angioplasty (pta) balloon. A 5 mm x 200 mm ranger dcb was selected for treatment of the target lesion. During treatment, a dissection of severity grade c was noted. A 6 mm x 150 mm and a 6 mm x 80 mm innova bare metal stents were placed in to treat the dissection. Post dilation was performed with a 5 mm x 220 mm sterling pta balloon. Following post dilation, the final residual stenosis was noted to be 20%. There were no patient complications reported.

Manufacturer narrative:
A1. Patient identifier: (B)(4). B1. Adverse event/product problem, b2. Outcomes attrib to adv event, b5. Describe event or problem, b7. Other relevant history updated with additional information received.

Event description:
Ranger elegance clinical trial. It was reported that a dissection of severity grade c occurred during the treatment of the target lesion. On (B)(6) 2021, the subject underwent treatment with the ranger drug coated balloon (dcb) as part of the elegance clinical trial. The target lesion was in the entire length of the left superficial femoral artery with a 5mm proximal reference vessel diameter and a 5mm distal reference diameter with a lesion length of 300mm. The lesion was 100% stenosed and classified as tasc ii c lesion. Prior to target lesion treatment, pre-dilation was performed with a 4 mm x 200 mm abbot percutaneous transluminal angioplasty (pta) balloon. A 5 mm x 200 mm ranger dcb was selected for treatment of the target lesion. During treatment, a dissection of severity grade c was noted. A 6 mm x 150 mm and a 6 mm x 80 mm innova bare metal stents were placed in to treat the dissection. Post dilation was performed with a 5 mm x 220 mm sterling pta balloon. Following post dilation, the final residual stenosis was noted to be 20%. There were no patient complications reported. It was further reported that the dissection of grade c noted during the treatment of the first target lesion was caused by a non boston scientific balloon. Therefore, the complaint against the bsc device has been withdrawn.